Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced infusion set cannula broken event on (B)(6) 2025. The insertion site was abdomen. The infusion set was in use for 2-3 days. No further information available.